Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had a critical pump error and broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. Customer stated that the insulin pump was not exposed to high magnetic field. Customer reports they were unable to clear alarm. Customer stated that the screen was frozen. Customer also stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm and frozen display due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.